Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the clinic for a normal device check-up, loss of capture was observed on the right ventricular lead. The patient has had a history of high thresholds since implant. The right ventricular lead was turned off and set to shock only. The patient will rely on left ventricular capture. The patient condition is well following the procedure.